Event description:
It was reported that (1) 355ld was used during a lap nissen procedure. It was reported by the rep that the outer gasket tore off while inserting an instrument. The gasket fell inside the pt, but was removed and returned with the trocar. The trocar was not removed and the case was completed successfully. There was no consequence to pt. 07/25/2000 surgeon contacted the co upon receipt of the acknowledgement letter. The only add'l info that he provided was "they had no trouble upon insertion or removal of the trocar, although there was some indication of leakage. However, after the removal of the trocar, they found that a small piece of clear gasket was in the peritoneum, the piece was removed and case completed.